Event description:
The dealer states the unit is running at low purity at 5lpm below 80%. Independent repair center: customer alleged low o2/yellow light and the key failure is the sieve beds saturated. Associated malfunction for this device: control panel broken, labels and decals defective, output port broken, cabinet filter missing, rex roth valve not switching fully, pilot valve leaking, pe valve shuts down.